Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "During the procedure the balloon of the device got pierced. This had as consequence the device to get out of the hole. The procedure was stopped, anesthesia was extended, a second trocar was used." Patient status- "ok".

Manufacturer narrative:
Type of procedure: laparoscopic colon. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering inflated the balloon, and it was determined that the leakage was caused by a cut in the balloon. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Based on the evaluation of the returned product, this incident most likely resulted from contact to the balloon with a sharp instrument or object. Any type of interaction with a sharp or abrasive object can compromise the integrity of the trocar balloon. The instructions for use states, "do not allow sharp instruments or objects to come into contact with the balloon. Use caution around metal clamps, staple lines and during secondary port placement." In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Additional information was requested and provided.